Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16847. It was reported that the patient presented with asystole during interrogation on 18 nov 2019. The patient was symptomatic because of dependency. It was noted that the pacer was pacing buy there was no capture. More episodes were noted when the patient was sitting up. The asystole was not reproducible. The physician explanted and replaced the generator and right ventricular lead. The patient was stable.

Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical tests performed including atrial and ventricular capture test found no anomalies. Additionally, sensitivity test results were normal and visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.

Event description:
Failure to capture was noted and it is unknown if it was because of the device or lead.